Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
When our employee came to the training, the upper part of the valve was no longer available. The access tip was connected. The patient can not tell how this happened. The valve was changed. The valve is missing the top, which means the two internal valves would no longer be held in place, leaving the system open.